Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose reading was 586 mg/dl at the time of incident and 200mg/dl at the time of the call. Customer treated with shots. The customer declined to troubleshoot for high blood glucose and the no delivery alarm. There was no further information provided by the customer or troubleshooting and no further high blood glucose troubleshooting was performed. Customer was advised to monitor the pump and call back if further issues.